Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's pump had alarm "all the time", but the contact had not reported the alarms to tandem technical support, during review of the t:connect data, the customer received multiple, intermittent pump alarms. The customer's blood glucose level ranged from 200-600 mg/dl. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the events.